Manufacturer narrative:
One 4 lesion nt20000¿ pain management rf generator was received. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. All modes were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no issues were observed. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported temperature issue and subsequent cancelled procedure could not be conclusively determined.

Event description:
During a radiofrequency ablation procedure a cancellation occurred due to a temperature issue. During the procedure port 1 did not reach the set temperature. The remaining ports functioned as expected. The issue was not resolved and the procedure was cancelled. There were no adverse patient consequences.